Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the first valve (pli 20) dislodged during post dilatation, resulting in septum rupture and the development of a shunt from the left heart to the right heart (from the left ventricular lead to the right atrial lead). A second valve (pli 10) was prepared and attempted to be implanted, but the rupture to the right heart was too large for the second valve to be placed in the annulus. The second valve and the loading catheter were removed from the patient. The first valve migrated to the ascending aorta and was surgically removed. The patient required an open surgical procedure with ascending aorta replacement, patch, and surgical aortic valve, and was intubated. The patient was reported to be alive with injury.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the first valve dislodged during post dilatation, resulting in septum rupture and the development of a shunt from the left heart to the right heart (from the left ventricular lead to the right atrial lead). A second valve was prepared and attempted to be implanted, but the rupture to the right heart was too large for the second valve to be placed in the annulus. The second valve and the loading catheter were removed from the patient. The first valve migrated to the ascending aorta and was surgically removed. The patient required an open surgical procedure with ascending aorta replacement, patch, and surgical aortic valve, and was intubated. The patient was reported to be alive with injury. Additional information was received to report a medtronic guidewire was used for the case. The patient's anatomy included severe calcification on the non-coronary cusp (ncc) and a small amount into the left ventricular outflow tract which contributed to the valve dislodgement and caused the rupture. The starting point for deployment was at the bottom of the pigtail catheter. Prior to the dislodgement, the implanted depth of the valve was 2-3mm. Per the physician, the delivery catheter system did not contribute to the rupture. During the open chest surgery, it took the physician four hours to remove the valve from the patient. Additional information was received to report the post-implant balloon dilation was performed on the first valve because the valve was not fully expanded and there was "too much" paravalvular leak on the left coronary cusp. Per the physician, the valve frame and balloon contributed to the septum rupture. It was further noted the balloon was inflated for a long time and there was the severe calcification on the ncc, which is where the rupture was. Following dislodgement, the valve was at an approximate depth of 35-40mm above the annulus in the ascending aorta.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the first valve dislodged during post dilatation, resulting in septum rupture and the development of a shunt from the left heart to the right heart (from the left ventricular lead to the right atrial lead). A second valve was prepared and attempted to be implanted, but the rupture to the right heart was too large for the second valve to be placed in the annulus. The second valve and the loading catheter were removed from the patient. The first valve migrated to the ascending aorta and was surgically removed. The patient required an open surgical procedure with ascending aorta replacement, patch, and surgical aortic valve, and was intubated. The patient was reported to be alive with injury. Additional information was received to report a medtronic guidewire was used for the case. The patient's anatomy included severe calcification on the non-coronary cusp and a small amount into the left ventricular outflow tract which contributed to the valve dislodgement and caused the rupture. The starting point for deployment was at the bottom of the pigtail catheter. Prior to the dislodgement, the implanted depth of the valve was 2-3mm. Per the physician, the delivery catheter system did not contribute to the rupture. During the open chest surgery, it took the physician four hours to remove the valve from the patient.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: confida brecker curve guidewire; product ID: gwbc30 (lot: unknown); product type: guidewire; implant date: not implantable h6 and additional codes. The codes present in section h6 and additional codes correspond to multiple components/products that comprise this reported event. Corrected data: d10. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: not implanted brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012801888); product type: 0195-heart valves; implant date: not implant able brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: not implantable h6. And additional codes. Some codes were inadvertently omitted from the iniitial medwatch regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The valve implantation was not captured for review; however, it was reported that the valve dislodged during a post implant dilatation. Subsequently, a second valve was attempted to be implanted. It was reported that the second valve implant was aborted due to septum rupture and a shunt, and the patient was converted to surgery. It is not possible to visualize the rupture and shunt on the images provided. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. Updated data: h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. Patient¿s executive summary was not provided for anatomical review. The valve implantation was not captured for review; however, it was reported that the valve dislodged during a post implant dilatation. Subsequently, a second valve was attempted to be implanted. It was reported that the second valve implant was aborted due to septum rupture and a shunt, and the patient was converted to surgery. It is not possible to visualize the rupture and shunt on the images provided. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); prosthetic valve migration/embolization. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was issues with the balloon-indeflator and couldn't deflate it when intended and the three-way stockcock was not correct which made the balloon inflation approximately seven seconds. The paravalvular leak (pvl) was moderate.